Event description:
During a remote follow-up, a low pacing impedance and episodes of oversensing resulting in intermittent loss of capture were observed on the right ventricular (rv) lead. The patient is not pacemaker dependent. No intervention has been performed at this time. The patient was stable and will continue to be monitored.